Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead (rv) and associated implantable cardioverter defibrillator (ICD) exhibited out of range pacing lead impedance greater than 2000 ohms and increased shocking lead impedance measurements but within range. It was noted at the in office appointment during the isometric/provocative maneuvers measurements were stable and the rv impedance decreased by 500 ohms when pacing was output was increased, only for the impedance measurements to increase to previous levels. The fluoroscopy shows a possible micro lead fracture but not confirmed. The physician elected to replace the rv lead and ICD due to patient being pacing dependent. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.